Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head ¿stopped working¿ and only the color scale showed on the monitor screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1-phone number: mobile (B)(6). To date, the device has not been returned to olympus for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head ¿stopped working¿ and only the color scale showed on the monitor screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.